Event description:
It was reported that while putting sets back together the sales rep noticed that the arm of the unilif bone inserter was broken off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a previous materials analysis performed on a similar instrument concluded that the device fractured as a result of a mixed (ductile and cleavage) bending overload. The IFU for specialty instruments indicates that fracture can result from extensive use or extensive force, and that fracture depends on operative precaution, number of procedures, and disposal attention. Conclusion: based on the usage of the device and materials analysis results, the plausible root cause of the reported event is a user applied cantilever overload.

Event description:
It was reported that while putting sets back together the sales rep noticed that the arm of the unilif bone inserter was broken off.